Manufacturer narrative:
E1: PATIENT CITY: (B)(6). PATIENT COUNTRY: PUERTO RICA, UNITED STATES.

Event description:
REFERENCE NUMBER (B)(4). EVENT OCCURRED IN PUERTO RICA, UNITED STATES. IT WAS REPORTED THAT THE PATIENT EXPERIENCED HIGH BLOOD GLUCOSE LEVELS AROUND MID-DAY ON (B)(6) 2025 FOR WHICH THE PATIENT CHANGED THE INFUSION SET. IT WAS ALSO REPORTED THAT DUE TO YEARS OF INSULIN INJECTIONS THE PATIENT HAS DEVELOPED THICKENED SKIN AND RESISTANCE TO INSULIN. THE PATIENT HAS BEEN INJECTING INSULIN FOR 26 YEARS RESULTING IN CALLOUSED AREAS. ADDITIONALLY, THE PATIENT RECENTLY UNDERWENT SURGERY ON HER RIGHT ARM DUE TO CELLULITIS CAUSED BY AN INSULIN INJECTION. NO FURTHER INFORMATION AVAILABLE.

Manufacturer narrative:
Correction: This MDR is being submitted to correct the submitted Report source under G2Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - This Medical Device Report (MDR)is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summary E1: (b)(6).Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325.Complaint Investigation Results: A complaint investigation was performed based on the event description and No malfunction based on complaint information. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user-related factors, or no malfunction alleged, as reflected in the assigned malfunction code. No device components, or other visual or physical evidence, were made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. A high-level review of manufacturing controls for the Quick Set product family was conducted to document the routine controls used to detect potential defects at the Quickset product family level. The review identified the following controls in use for the product family, including: 100% functional testing during final assembly (eg., leak and flow tests 100% visual inspections during packaging Sampling verification under Acceptable Quality Limit (AQL) 0.65, including visual and functional tests such as: Burst and peel tests Connector tension tests Dimensional measurements. Corrective and Preventive Action (CAPA) Determination: Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts). Complaint investigation ¿ Conclusion: Based on the limited information available, the investigation was completed, and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. Following the reassessment on 01-JUL-2026, the malfunction code was updated from No malfunction based on complaint information" to No malfunction based on complaint information". This change has no impact to the investigation performed on 13-NOV-2025, no further actions required.Complaint Investigation Results: Upon review of the event description and No malfunction based on complaint information, it was determined that the complaint does not allege a product malfunction occurred while the product was being used as intended. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Corrective and Preventive Action (CAPA) Determination ¿ Conclusion: Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts). Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
ADDITIONAL INFORMATION - THIS MDR IS BEING SUBMITTED TO INCLUDE THE BELOW: H6: INVESTIGATION RESULTS UNDER TYPE OF INVESTIGATION, INVESTIGATION FINDINGS, INVESTIGATION CONCLUSIONS. H11: INVESTIGATION SUMMARY, A COMPLAINT INVESTIGATION HAS BEEN INITIATED UNDER COMPLAINT INVESTIGATION CHILD RECORD (B)(4). THE BATCH 6013469, IN QUESTION WAS MANUFACTURED AT THE: REYNOSA SITE. THRESHOLD ANALYSIS: A QUERY WAS RUN ON 13-NOV-2025 AGAINST "FINAL REPORTING DECISION EQUAL "SERIOUS INJURY" AND "DEATH", "LOT NUMBER" CRITERIA EQUAL "6013469". THE COUNT OF COMPLAINT IS 1 WHICH IS BELOW 3. NO FURTHER STATISTICAL TRENDING ANALYSIS IS REQUIRED. DEVICE HISTORY RECORD (DHR) REVIEW: THE LOT 6013469 WAS MANUFACTURED ACCORDING TO THE WORK INSTRUCTION (WI) VERSION 82 AND MANUFACTURED IN THE MACHINE 12 ON 29-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY LOT 5E04114 WAS MANUFACTURED ACCORDING TO THE WI VERSION 30, ON 28-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY LOT 5E04115 WAS MANUFACTURED ACCORDING TO THE WI VERSION 30, ON 28-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY LOT 5E04116 WAS MANUFACTURED ACCORDING TO THE WI VERSION 30, ON 28-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY GLUING OF TUBING OF THE LOT 5E03439 WAS MANUFACTURED ACCORDING TO THE WI VERSION 42 AND MANUFACTURED IN THE MACHINE 04 AND 08, ON 27-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY GLUING OF TUBING OF THE LOT 5E03435 WAS MANUFACTURED ACCORDING TO THE WI VERSION 42 AND MANUFACTURED IN THE MACHINE 04 AND 08, ON 26-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. THE SUB-ASSEMBLY GLUING OF TUBING OF THE LOT 5E03432 WAS MANUFACTURED ACCORDING TO THE WI VERSION 42 AND MANUFACTURED IN THE MACHINE 04 AND 08, ON 24-MAY-2025, WITH A TOTAL OF (B)(4) UNITS. REVIEW OF THE DHR SHOWED THAT ALL RELEVANT TESTS REQUIRED DURING THE RELATED PROCESSES HAD BEEN FULFILLED AND MET THE REQUIREMENTS. NO DEVIATION WAS IDENTIFIED, NOR MAINTENANCE EVENTS WERE RECORDED RELATED TO COMPLAINT CODE. TEST RESULTS: NO PHOTO WAS PROVIDED. IN ORDER TO TEST THE PRODUCT, THE RETURNED SAMPLE FROM THE LOT HAVE BEEN REQUESTED. INVESTIGATION PROCESS OF THE COMPLAINT WAS CARRIED OUT IN ACCORDANCE WITH: WI GUIDANCE FOR VISUAL TESTING FOR COMPLAINTS AREA VERSION 3: 10 SAMPLES OUT 10 SAMPLES PASSED THE TEST AND WI GUIDANCE FOR FUNCTIONAL TESTING FOR COMPLAINTS AREA VERSION 2: 10 SAMPLES OUT 10 SAMPLES PASSED THE TEST FOR THE CODE NO MALFUNCTION BASED ON COMPLAINT INFORMATION. CONCLUSION SUMMARY OF COMPLAINT INVESTIGATION: AS A RESULT OF THE FOLLOWING: NO DEFECT ON TESTS FOR SAMPLES, NO NON CONFORMANCE (NC) RAISED DURING PRODUCTION RELATED TO COMPLAINT CODE, ONE COMPLAINT THRESHOLDS IDENTIFIED FOR THE LOT IN QUESTION AND SERIOUS INJURY/DEATH, NO FURTHER ACTIONS ARE REQUIRED. THIS COMPLAINT WILL NOT REQUIRE FURTHER ROOT CAUSE INVESTIGATION NOR CORRECTIVE AND PREVENTIVE ACTION (CAPA) PLAN. THEREFORE, THIS ISSUE WILL BE MONITORED THROUGH THE POST MARKET SURVEILLANCE ACTIVITIES.

Event description:
TO DATE NO ADDITIONAL PATIENT OR EVENT DETAILS HAVE BEEN RECEIVED.